Manufacturer narrative:
A supplemental report is being submitted for additional information. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 20-mar-2023 h5: no d1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 10-sep-2023 h5: no d1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 10-sep-2023 h5: no d1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 02-oct-2023 h5: no d1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 02-oct-2023 h5: no d1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 15-mar-2023 h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the power switching events were attributed to momentary disconnections by the batteries.

Event description:
It was reported that the pioneer controller caused frequent pump stops due to switching problems. The controller had to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6) h3:yes serial# (B)(6) h3:yes serial# (B)(6) h3:yes serial# (B)(6) h3:yes serial# (B)(6) h3:yes serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) controller ((B)(6)) was returned for evaluation. Six (6) batteries ((B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated batteries met all requirements for release. A review of the controllers¿ manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. Supplemental testing was performed, and the test results revealed contamination on the pins and that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Internal visual inspection did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6). Log file analysis revealed eight (8) controller power up events with associated motor start events were logged between (B)(6) 2025 at 08:03:13 and (B)(6) 2025 at 13:23:22. The controller was without power for an average of eleven (11) seconds. Momentary disconnections were recorded leading up to several losses of power. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 11:22:16, indicating a physical disconnection of the driveline, likely during the reported controller exchange. As a result, the reported events were confirmed. The associated batteries had been lubricated prior to release. Based on an investig ation conducted under CAPA pr00574181, a possible root cause of the reported power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and associated batteries fall in scope of this CAPA. The most likely root cause of the observed contamination events involving (B)(6) can be attributed to the handling of the device. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.